Event description:
Information received by medtronic indicated that the screen of insulin pump went blank for few seconds and returned back on its own. No harm requiring medical intervention was reported. Customer will continue to use the device.

Manufacturer narrative:
Sw 3.1e. On the event date (B)(6) 2021. Customer returned pump for an alleged blank display. Pump passed stop current test, run current test, selftest, off no power and displacement test. Unit was monitored and function properly. No blank display during testing. Pump history download using thds was successful. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date and time of alarm due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unit was cut/open and inspected no moisture damage at the electronic assembly. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip. Pump passed all required testing. Not confirmed blank display during test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.